Event description:
It was reported to philips unit failed on patent, gave alarm inoperable (inop). The device did have patient involvement at the time the issue was discovered however, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer replaced the power management board and power cord to resolve the issue. The system meets the specification for the performed service and is returned to use. The ac power cord was received for failure investigation. The ac power cord failed the electrical safety analyzer resistance test. Verified reported failure. High pin-pin resistances were noted gnd-gnd. The root cause was determined to be worn out.

Manufacturer narrative:
The field service engineer (fse) downloaded and reviewed error log and ordered parts return to site to complete repair.

Manufacturer narrative:
The power management (pm) printed circuit board assembly (pcba) that was sent to the product investigation lab (pil). The pil could not duplicate the vent inoperable alarm at the pil. With the pm pcba installed into the pil stb, the pm pcba operates without issue or error code. In addition, the pm pcba passes all required testing. No problem found.